Event description:
In 2008, the lay-user/reporter contacted lifescan (lfs) canada on behalf of the lay-user/patient alleging that the onetouch ultra meter is power off during use. This complaint is classified according to the documentation of the customer care advocate and the answers to the follow-up questions obtained on two days later. According to the reporter, on five days prior to original date, the patient tried testing on the subject meter but could not due to the power issue. The patient reportedly did not take any novorapid insulin that day and decreased her insulin dose the following days. Sometimes after the power issue began, the patient allegedly had symptoms described as "high symptoms". The specific "high symptoms" the patient reportedly developed on that dat, which continued to persist until two days later were irritability, frequent urination, thirst, dry mouth and extreme fatigue. The reporter allegedly was treating the patient with a set amount of insulin (13 units of novorapid once before every meal), as she could not treat the patient based on the sliding scale per the lfs meter reading. On that day at 1pm, the patient was treated by emergency services with approximately 20 units of novorapid after obtained a "high" reading on the paramedic's meter. The patient was never taken to the hospital. In the reporter (wife's) opinion, the reported symptoms could have been prevented from getting "so bad". The reporter further indicated that had the meter been working, she could have adjusted the patient's insulin as per his sliding scale rather than only giving him in base amount of 13 units novorapid with every meal. The patient's diabetes medications has not been changed immediately before or anytime aforementioned symptoms. During troubleshooting, the power issue was not resolved. The patient reportedly did not change the battery per the owner's manual because he did not have a replacement battery. In addition, there was no evidence of product misuse. This complaint is being reported because the reporter claimed that the patient had symptoms that can be suggestive of hyperglycemia after he was unable to test his blood glucose for two days, due to the power issue. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan has requested the return of the subject lfs product for evaluation, but has not yet received them. If the lfs product is returned, lifescan will evaluate them and, if the lfs product does not pass inspection, lifescan will inform FDA of the results in a supplemental report.